Event description:
It was reported that this lead triggered a lead safety switch during follow up. This lead was noted to have exhibited oversensing of noise resulting in pacing inhibition. This patient was admitted to the hospital until the cause of the reported observations are determined. This lead was reprogrammed to bipolar sensing and will continue to be monitored. No additional adverse patient effects were reported.